Manufacturer narrative:
The customer's meter was returned for investigation. The display had no missing or faded segments. Display functions as intended. The investigation did not identify a product problem.

Event description:
The customer initially complained of a power issue with coaguchek xs meter with serial number (B)(4) using brand new batteries. There was no moisture or debris within the battery compartment. During troubleshooting for the power issue, it was observed that the display segments were not legible during a display check. This could impact the interpretation of results. Segments were seen on the display but they were faded and the results field showed "000" with the lines above them instead of "88.8." No adverse event occurred. No actual incorrect results were observed or reported due to the display issue. The meter was requested for investigation. During a preliminary investigation of the meter, all results segments were legible during a display check. No segments were missing from the display. The investigation is ongoing.